Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer was instructed to call back for troubleshooting if the issue reoccurred, and they acknowledged the resolution.